Event description:
The patient contacted animas on (B)(6) 2011 to report that she was admitted to hospital that morning with a diagnosis of dka as a result of not hearing the audible alarm on the pump indicating "occlusion detected". The patient reported that on the evening of (B)(6) 2011, while at work, she began to feel "a bit ill" and when she checked her blood glucose it was 480 mg/dl. It is not known if the patient reviewed and became aware of the occlusion alarm at that time or at a later time. The patient informed animas customer support that due to "extremely loud" work environment she did not hear any of alarms from the subject pump. The patient also reported that she did not check out the alarm due to her work schedule and also not knowing what "occlusion detected" meant. At a later time that evening, the patient stated she began to feel worse and developed symptoms of nausea, vomiting, shortness of breath and chest pain. The patient claimed she went to employer's nurse's office and was then taken to the hospital. The patient reported her blood glucose at the time of arrival to the hospital was 511 mg/dl and was placed on an IV insulin drip. At the time of troubleshooting, the patient informed animas customer support that prior to the onset of symptoms she had last changed her site out on (B)(6) 2011 at approximately 3pm. At that time her blood glucose was 109 mg/dl. During review of pump history, customer support noted multiple occlusion alarms which began to appear on the evening of (B)(6) 2011. At the time of the call, the patient removed the site and reported that the cannula was bent. Although there is no indication of a pump malfunction, this complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.